Event description:
The pt received his ipg on (B) (6) 2009. It was reported on (B) (6) 2009 that prior to a lead revision surgery the ipg would not communicate with any programmer or charger. The pt reported receiving a low battery message to weeks prior and did not try to recharge his ipg after that. The ipg was explanted and replaced with the same model ipg. Follow-up with the pt found that he uses high energy requirements which result in frequent recharging, but he is receiving stimulation.

Manufacturer narrative:
"Malfunction" is interpreted as a compromise of the device's therapeutic effectiveness (loss of pain relief) which contributed to a significant device adverse event resulting in a surgical procedure to remove the device. Eval - device history and sterilization records were reviewed. Results - the device history and sterilization records reviewed were found to meet specs and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.